Event description:
The customer observed an analyzer condition code indicating that the instrument's reagent metering subsystem was not performing optimally. Under these conditions, erroneous results could be obtained which could lead to inappropriate physician action. There was no report of pt harm as a result of this event. The root cause of this event was a partially occluded reagent metering probe. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The event's investigation concluded that a partial occlusion of the reagent metering probe, that could impact delivery of the reagent fluid occurred. The ocd field engineer misplaced the reagent metering probe. The root cause of this event was a partially occluded reagent metering probe.